Manufacturer narrative:
Physio-control evaluated the customer's device and observed that a service indicator was present and that standard ECG would only show dashed lines (---) when an ECG cable was connected to a simulator; however, ECG was observed to function properly through paddles lead ECG. Contradictory to what the customer had originally reported, an end user would be able to determine the need for therapy and deliver therapy if it were necessary. Physio-control also observed external damage to the device, but no critical issues were observed during the device evaluation. Based on the evaluation results, physio recommended repair; however, the customer declined further service and requested that the device be returned to them unrepaired. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and that ECG was not obtainable through any means (ECG cable or paddles lead). The device would only show dashed lines (---). As a result, the need for therapy could not be determined, nor could therapy be delivered (if it were necessary) as a patient test load was not detected by the device. There was no patient use associated with the reported event.